Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the resectoscope was used instead of cystoscope, and the fiber tip detached inside the patient. The fiber tip was removed from the patient body with graspers. The procedure was completed with an alternate fiber without patient complications.